Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had some weakness in their arm both before and after the implant surgery. After the surgery the patient noted that the weakness got worse. The patient also noted weakness at the lead location. The patient underwent an MRI but nothing conclusive was found. The patient had their system explanted. The system was explanted because, it was agitating the patient¿s left arm, causing swelling, a pins and needles feeling, and making the patient unable to move it. After the explant the patient no longer had a deficit in their arm.